Manufacturer narrative:
The used device sample has been returned to angiodynamics. Our device supplier, galt medical has been made aware of this event, and will be send the sample, for evaluation, along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by hospital in (B)(6), " PICC line installation done as per medical order.while inserting the micro introducer in the right arm of the patient, the wire wouldn't go past the shoulder. The nurse tried to pull back slowly to remove the introducer and the introducer got stuck at the point of entry of the insertion point. Dr. (B)(6) was advised of the incident and he arrived in the room and pulled on the introducer. He removed the introducer from the arm. After the removal, we did an xray and CT scan of the humerus and we found an 8mm foreign object in the patient's arm." A vascular surgeon was consulted, and the guidewire was removed. It has been returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the insertion kits product family and the failure mode "guidewire fractured/migrated. " no adverse trend was identified. A visual inspection of the returned guidewire was performed and it was noted that the guidewire was unraveled. Angiodynamics purchases this guidewire from (B)(4) medical. The returned sample was forwarded to (B)(4) for evaluation along with a supplier corrective action request (scar). (B)(4) evaluation confirmed that the ball weld joint part had been broken off from the distal coiled tip of the wire. Although the exact root cause of the damage was unable to be determined, a possible root cause of this occurrence might be end user error; the end user might not have followed instructions per IFU. The IFU states; do not withdraw guidewire through metal needles: "guidewire may shear or unravel" the wire might be stuck when pulled from the patient arm while the needle in position causing curling of coiled parts, and by applying excessive pulling force then cutting edges of the needles cut coiled and tip portion of core wire into pieces including separation of ball weld. (B)(4) incoming inspection records for this device lot showed that all samples passed inspection criterial and tensile pull force of the ball weld. (B)(4).